Event description:
The customer reported via phone call indicating that the insulin pump had a reservoir leak. Customer's blood glucose was 410 mg/dl. Customer was treated with manual injections. The customer stated that the leak occured at the bottom side of reservoir past the 2nd o-ring. Customer was advised that the reservoir would be replaced and agreed tor return the product of analysis. The customer declined to troubleshoot insulin pump and decided to monitor the device and call back if anything else comes up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.